Event description:
The co was informed that the pt developed an infection. The pt's device was explanted. The pt continues to be monitored by the center. Advanced bionics is in the process of gathering add'l info, and will submit a supplemental report once new info is obtained.